Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011 while this event occurred back in 2014, the surgeon did not report it to the company at the time and only recently informed a company representative during a hospital visit. The surgeon was made aware that these events must be reported to the company immediately going forward.

Event description:
Cage dislocation.